Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional info: further information was provided and reported the lens was explanted due to blurry vision. The blurry vision symptom was observed 1 week post-operative (op). Additionally, the patient needed more astigmatism correction. When the lens was explanted, there was no sutures or vitrectomy required. The patient was doing well and stable post operatively. No additional information was provided. The following sections have been updated accordingly: section b3: date of event: (B)(6) 2019. Section h6: patient code 2137 - blurry vision. Device evaluation: the complaint lens was received inside a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2019-(B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. The device was manufactured at the kulim site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye. There was no indication of incision enlargement or any other required surgical intervention. Another johnson & johnson lens, model zct300 12.5 diopter lens was implanted as the replacement. No additional information was provided.